Event description:
Healthcare professional (hcp) reported injecting a patient with 0.3cc of juvéderm® volift¿ with lidocaine in the medial soof. Approximately 3 and a half months post injection, hcp suspects "late reactivity to reticulate agent /granuloma." Biopsy was not provided. 4 days later, treatment was provided with 0.3cc of hyaluronidase, an oral corticoids, and an oral antibiotic. A week later, the patient was given another injection of 0.2cc hyaluronidase, in order to speed up resolution. The events are ongoing.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "inflammatory nodule" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.